Manufacturer narrative:
Concomitant medical products: product ID: 2af283, lot#: 91582. Product ID: 4fc12, lot#: 42872. Product ID: 2ach20, lot#: 10989425. Product ID: 203cx, lot#: 67776. Product ID: 2035u, lot#: 81516. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient experienced phrenic nerve palsy (pnp) which did not recover by the time of discharge. The case was aborted, and the patient was under general anesthesia. No further patient complications have been reported as a result of this event.